Event description:
They were using a d-100 disposable IV fluid warming set with a rapid infuser and that shortly after blood was initited the rn observed a large amount of blood leaking below the drip chamber (not at a connection point). There was no pt injury, however this caused a delay in treament during resuscitation efforts when blood leaked onto the floor which was reported to be a significant leak that would be an unreasonable slip liazard or biohazard to user and another set had to be installed. Sample was returned from user, however the d-100 was not decontaminated. The set was sent to smiths medical in keene, nh for decontamination.